Event description:
It was reported, "cortical defect in the mid to distal portion of the greater trochanter laterally where the fractured femoral component was extruding."

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the MFR. If additional info becomes available, it will be submitted in a supplemental report.